Event description:
Event description cpi received information that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) while straining on the toilet. Patient is pacemaker dependent and oversensing resulted in one episode of pacemaker inhibition.